Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead had previously exhibited noise on the rate/sense channel. The noise was oversensed and resulted in stored episodes. It was believed the noise was due to myopotentials. The device was reprogrammed to least which had resolved the oversensing at the time. Noise was later observed on the rate/sense channel which was oversensed and resulted in pacing inhibition for three seconds. It was reported the patient is pacer dependent and the patient had experienced dizzy spells. Noise was able to be recreated in clinic. Technical service discussed there were limited programming options as the device was already programmed to least. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received from the local area sales representative indicating a lead revision procedure is not being planned at this time. The physician will continue to monitor the system. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device and lead remain in service. Should additional information become available this report will be updated.